Event description:
During a laparoscopic cholecystectomy procedure, the device stopped firing after 2 clips were fired. The case was completed with another device of the same product code. There was no pt consequence.